Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was converted from a hemi to a total hip due to a femoral periprosthetic fracture. Surgeon's original plan was to address the fracture with cables and plates, but intra-operatively the stem was found to be grossly loose. A total hip with a restoration modular stem construct, head, mdm/ adm liner construct, and shell were implanted. Rep provided primary usage and confirmed there were no allegations against the revised head or bipolar component. Rep also confirmed that no further information will be released by the hospital or surgeon.